Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings; however, the inaccuracy was by 100 points. Reportedly, the customer delivered a bolus based off the inaccurate cgm reading and customer's bg level dropped to approximately 40 mg/dl. Customer addressed low bg levels with glucose tablets. No additional patient or event information was available. A root cause could not be determined.